Event description:
**Update** (B)(4) 2013 - sales rep reported revision surgery. Patient was revised to address pain. There is no new additional information that would affect the investigation.

Event description:
Litigation alleges patient had pain, bodily impairment, debilitating lack of mobility and high levels of toxic metal in blood stream after asr hip implant.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Part/lot has been updated for the left hip. There is no new information that would change the outcome of the investigation depuy considers this complaint closed at this time.

Event description:
Update 02/19/2014 - medical records were obtained. Medical records indicate osteolysis, metallosis, mechanical crepitation sensation, brownish-yellow fluid, discoloration of the synovial linig, and cup and head burnishing. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 03/04/2014.